Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 509 mg/dl. It was unknown if the customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the customer was using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.